Event description:
It was reported that the lead dislodged as seen on fluoroscopy. R-waves were 1.5 mv and threshold was high. When the lead was unscrewed, it was believed that tissue was pulled back in the lead, and when repositioned the screw would not re-deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism. Full lead returned. Upon inspection, it was noted that the defib conductor of the lead was cut. Upon visual inspection it was noted that there was blood/body fluid in all the conductors (not obstructed). Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent.upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism (sleeve head). Upon visual inspection it was noted that there was apparent explant damage to the lead.